Event description:
An open surgery on the cervical spine for stabilization of vertebrae c3 to c6, with intended placement of 8 spine screws bilateral for fixation (at c3, c4, c5 and c6), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. During the procedure, the surgeon discovered that a 2 mm-longer screw had been placed in the spine than the corresponding screw saved in the navigation software during screw planning (16 mm versus 14 mm). Nevertheless, from an intra-operative CT scan, performed after all screws had been placed, the surgeon confirmed that the placement of all screws was correct. According to the surgeon (treating clinician): - the discrepancy between the length of the spine screw shown in the navigation software (14 mm) and the actual length of the spine screw placed with the aid of navigation (16 mm) was the only issue and it was detected by the surgeon before finalizing the surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm or negative effect to the patient due to the issue despite a direct (or increased) risk to harm a critical structure (the screw could have extended beyond the vertebral body). - there were no further remedial actions for the patient done, necessary or planned. - there was no prolongation of the surgery / anesthesia. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a 2 mm-longer screw had been placed in a patient's spine than the corresponding screw saved in the navigation software during screw planning, although according to the surgeon (treating clinician): - the discrepancy between the length of the spine screw shown in the navigation software (14 mm) and the actual length of the spine screw placed with the aid of navigation (16 mm) was the only issue and it was detected by the surgeon before finalizing the surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm or negative effect to the patient due to the issue despite a direct (or increased) risk to harm a critical structure (the screw could have extended beyond the vertebral body). - there were no further remedial actions for the patient done, necessary or planned. - there was no prolongation of the surgery / anesthesia. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the placement of a 2 mm longer screw in the patient's spine (at right c5) than the corresponding screw saved in the navigation software was: user deviation from the screw planning procedure as outlined in the software user guide. According to the provided log files of this surgery, the dimensions of a previously selected 14 mm long screw were taken over and saved for the screw placement at right c5, by the user, without any modification prior to placing the actual 16 mm screw, despite visible indicators on the navigation display. No changes were made to the initial screw dimensions in the software, either by the user or the software itself, between the time after its creation using the screw planning feature and the placement of the corresponding screw in the patient's spine. The device functioned precisely according to the user-saved dimensions. Apparently, the discrepancy between the length of screw saved in the screw planning feature (14 mm) and the length of the screw actually placed in the spine (16 mm) was not noticed by the user with the appropriate screw planning procedure. Nevertheless, the navigation software functioned transparently: at any time during screw planning, it is possible to see the entire screw and the user can judge whether the dimensions are suitable. In addition, the dimensions are displayed in the menu bar. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.